Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Evaluation: provided picture confirmed the reported event, related to the inversion between pacemaker and ICD patient stickers within the device box. - review of manufacturing records revealed that the device was manufactured and released according following all applicable procedures. The root-cause is under investigation; however the most probable hypothesis related to this issue, could be attributed to an operator error during patient stickers insertion in the kit. Operators were sensitized to the reported issue in order to prevent a reoccurrence.

Event description:
Reportedly, the sticker found in a defibrillator box was marked "pacemaker" and not "defibrillator" in. The patient card was reportedly not given to the patient.